Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading during the phone call was 994 mg/dl. Troubleshooting was done and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was also stated that the customer did not follow proper protocol when she realized she had high blood glucose levels. Advised the customer that the insulin pump is working as designed.